Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient was not receiving effective therapy from one lead. Surgical intervention was undertaken on (B)(6) 2023, where the lead was repositioned. Therapy was restored post-op.